Event description:
Physician was cauterizing tonsil bed and had paused to view the surgical site. On next activation of pencil, flame erupted at tip of pencil. Flame was self-limiting and stopped when surgeon deactivated the cautery machine. No damage to pt or surgical field. All lots and this esu generator have been pulled for evaluation.